Event description:
It was reported to boston scientific corporation that orca valve was used during a procedure performed on unknown date. During the procedure, the air/water button was leaking water and not providing enough insufflation. The procedure was completed using with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050401captures the reportable event of air water button leaking.